Event description:
It was reported that the ilet pump touchscreen was cracked, which prevented use of the display and touch inputs, and a replacement device was arranged with instructions provided to shut down the device and to return it. Symptoms included no reported changes in blood glucose and no clinical symptoms. Outcomes included no injury, no medical intervention, and no hospital or emergency care. Investigation included confirmation of device identifiers, shipping logistics, education on shutdown to avoid further alerts, guidance to sync data to the mobile app, and notification that startup would be required on the replacement device. Investigation of this case revealed physical damage to the user interface component consistent with a broken display, with no indication of device algorithm or alert malfunction and with continued cgm use advised. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or design.